Manufacturer narrative:
The pump was returned to be evaluated. No visual manufacturing abnormalities were noted. B. Braun completed an evaluation of this pump per the procedure for complaint returns. The reported underinfusion could not be duplicated. A volumetrics accuracy test was performed three times. The volumetrics checked within specification with no high pressure alarms. However, the pump operation log revealed that a high pressure alarm did occur. At this time this incident is still under investigation. When additional info becomes available through investigation, a follow-up report will be filed. All available info was forwarded to the actual manufacturer for evaluation.

Event description:
As reported by the sales rep per the user facility: underinfusion, nicu infusing 17 mls packed red cells over 4 hours. Started infusion at 2:15 pm. About 20 mins into infusion when pump read 3 hours 40 mins left infusion time received high pressure alarm. Amount infused on pump was 0.7 mls. Nurse checked line, reset pump, pump showed 3 hours 51 mins left for infusion time. Infusion continued for a few mins until pump read infusion time remaining 3 hours and 40 mins, pump alarmed high pressure. Nurse checked line and switched to a competitive syringe pump with no difficulties. When switching to new pump nurse noted approx 2 mls had been infused put pump stated 0.7 mls. Additional info provided by the facility indicated the pump was set for a certain rate and should have been infusing faster than it was. The pump was reading "pressure too high." The infant's treatment was delayed by 20 mins, however, the infant suffered no adverse sequela associated with the reported incident.